Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements >200 ohms. A vector breakdown revealed high out-of-range shock impedance measurements >200 ohms on all vectors involving the right atrial (ra) coil, and 76 ohms from rv coil to can. There was an out-of-range shock impedance measurement spike to >200 ohms on (B)(6) 2024, that later returned to the mid-40 ohms. However, n-clinic, the shock impedance measurement remained at >200 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, recommending a commanded shock or reprogramming the shock vector followed by a defibrillation threshold (dft) test. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).